Event description:
A healthcare provider (hcp) reported the patient had a possible stroke. It was unknown if it was related to the device. MRI guidelines were requested to investigate the stroke. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.